Event description:
An 80-year-old male with history of coronary artery disease status post-coronary artery bypass graft surgery with ischemic cardiomyopathy, heart failure with reduced ejection fraction, complete left bundle branch block s/p primary prevention implantable cardioverted defibrillator and failed coronary sinus lead implant underwent leadless left ventricular pacing with the wise -crt system. Procedure details: patient was admitted for a staged wise-crt implantation procedure. Stage one was performed under general anesthesia and included placement of the crt-wise transmitter and generator/battery on (B)(6) 2026. Stage two was performed on (B)(6) 2026, under monitored anesthesia care. The wise-crt electrode was deployed into the basal inferolateral wall with good pacing parameters. He tolerated the procedure well and was transferred to the intensive care unit for routine post-implantation monitoring. The following morning on (B)(6) 2026, during a routine post implant echocardiogram, the patient developed ventricular fibrillation that required a defibrillation shock from his ICD. The echocardiogram was aborted. Implanted electrode wise electrode catheter serial (B)(6) and model m 1000. Patient harm occur= yes. Was this preventable? Potentially. The manufacturer IFU section 5.4 state the "potential concern" for ultrasound use and precautions. All listed precautions were met in a controlled setting. It is unclear if ventricular arrhythmias are a known complication of this device during use of ultrasound, specifically tte (transthoracic echocardiogram). Further device investigation ought to be obtained to identify further risk and develop guidance for clinicians.